Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-06489. It was reported the pt is not receiving effective stimulation coverage of his pain area. The pt indicated he would like the scs system removed. Surgical intervention will be undertaken at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.